Event description:
It was reported that during the implant procedure, there was sensing difficulty and intermittent oversensing on the ventricular pace/sense channel before the dft test. The lead was reseated twice, dft performed, and still oversensing. The oversensing continued through pocket skin closure. The lead was tested on the analyzer and then replaced. As the oversensing persisted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) device no anomalies were found; grommet damage was noted. (B) (4) no anomalies were found. There was outer tubing overlay breached cut.